Event description:
The rep during a laparoscopic cholecystectomy the er320 clips overlapped when dispensed. This happened with 2 devices. The third er320 was used to complete the case. There was no consequence to the pt. On 12/19/96, received via facsimile a partial copy of a user facility medwatch report stating "clips overlapping when dispensed". No medwatch number was identified.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual and the functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become and will not form the clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.